Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). No additional diagnostic/functional testing was performed by philips. The remote service engineer (rse) spoke with the customer and ordered a replacement speaker. Based on the information available, the cause of the reported problem is a faulty speaker. The reported problem is considered confirmed. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the device speaker was not working and no sound was present. The device was not in clinical use at time of event, no adverse event was reported.